Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inch or air near the end of the tubing. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully primed the air gap out and resumed insulin delivery.